Event description:
The tech alleged the foot end brake casters did not hold. No pt impact.

Manufacturer narrative:
The tech found the brake torque tube was disconnected from the foot end brake casters. The foot end brake torque tube was reconnected by the technician to resolve the issue.